Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse replaced the radio frequency (rf) box and laser, resolving the event; the rf box refers to the entire laser assembly and includes the base and the laser mount. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported ongoing intermittent elevated basophil (ba) results on patient samples analyzed on a coulter lh 500 hematology analyzer, which when verified by repeat analysis on the same instrument and or by manual slide review, recover lower basophil results that are considered correct. Erroneous results were not reported out of the laboratory; there was neither death nor injury or change to patient treatment in connection with the reported event.